Event description:
The account states physicians are questioning the variabiltiy in pt results generated on the imx tacrolimus ii assay. A conference called was held in 2005 regarding this issue and representatives from the account and abbott laboratories were in attendance. The account stated that there has been an increase in kidney rejection rate in pts. No specific pt information was given.